Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21, a17, a15 and a47 alarm anomalies noted. Device received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. The troubleshooting was performed for the pump error alarms. The customer reported that they were able to clear the alarm. Customer able to complete rewind. It was stated that the alarm occurred shortly after inserting a new battery. Customer has experienced multiple unexpected restart alarms after battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.